Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue medication due to an incorrect validation code. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that they were unable to issue medication due to an incorrect validation code. A technical support specialist informed the customer that the override code provided was valid only for items added to the patient order list through the add items button. The system functioned as intended after the technical support specialist investigated the device.